Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. One 8.5f agilis introducer sheath received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As the extension tubing was not returned for analysis, the root cause of the detached extension tubing could not be conclusively determined.

Event description:
During the pulmonary vein isolation for the atrial fibrillation procedure, the ablation catheter was inserted into the introducer and ablation was performed. Toward the end of the procedure, the side port of the introducer came out and blood was leaking out. The side port tube was re-attached by pushing it into the spot where it had come out. The procedure was completed without replacing the device and there were no adverse consequences to the patient.